Event description:
One of the two vessel labels associated with pt images will be incorrect in the ava stent reporting program. The lower two images on report page n will have the correct orientation on the images, but an incorrect label below the two images. When leafing through the image set in order to determine the displayed area, average area, and standard deviation for the artery size, the roi does not update with new info on each image.